Event description:
Event description we received information that a holter monitor showed pauses in pacing of up to 5 seconds. The patient had frequent ectopic beats. The local representative checked the system and found no issues with the device. The ventricular threshold had increased slightly but the ventricular output from the device was more than adequate. The patient needed an upgrade to an aicd so the device was explanted and replaced. Also, the pacemaker is on an advisory. The ventricular lead tested good and remains implanted onto the new system.